Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstruation") in a female patient who had essure (batch no. C03101) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("recurrent physical fatigue"), back pain ("back ache") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In 2017, the menorrhagia, fatigue, back pain and migraine had resolved. The reporter provided no causality assessment for back pain, fatigue, menorrhagia and migraine with essure. The reporter commented: since essure placement, recurrent symptoms which worsened over time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 581 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 26-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstruation") in a female patient who had essure (batch no. C03101) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("recurrent physical fatigue"), back pain ("back ache") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In 2017, the menorrhagia, fatigue, back pain and migraine had resolved. The reporter provided no causality assessment for back pain, fatigue, menorrhagia and migraine with essure. The reporter commented: since essure placement, recurrent symptoms which worsened over time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-dec-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 4080 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-dec-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("heavy menstruation") in a female patient who had essure (batch no. C03101) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("recurrent physical fatigue"), back pain ("back ache") and migraine ("migraines"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. In 2017, the menorrhagia, fatigue, back pain and migraine had resolved. The reporter provided no causality assessment for back pain, fatigue, menorrhagia and migraine with essure. The reporter commented: since essure placement, recurrent symptoms which worsened over time. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 441cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.